Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, on the first firing, the clip applier would not fire. The product was not used to patient. Another device was used to complete the case.